Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that hey are still having difficulty charging their implantable neurostimulator (ins), in that when they initiate a charge, the ins will not charge. Rep states that this is the "second remote" the patient has received and they are stuck on "checking recharge quality" for approximately 30 minutes. Rep also states that he started a passive recharge, however he only saw the numbers on the passive recharge screen once in that time. Rep was able to use a spare recharger (rtm) and started a passive recharge (numbers of 24, 80 and 90), which then allowed the patient to go into a normal recharge session, getting up to 30%. A replacement rtm was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their stimulator went out on them and were having difficulty charging their implantable neurostimulator (ins). The issue began sunday night. Patient mentioned they were out of town and their leg was hurting. Patient stated when they were trying to charge their implantable neurostimulator (ins), the recharger on it burns their back and the recharger got hot. Patient confirmed that there was no harm to their skin where the paddle got hot and patient stated they did not leave the recharger on for too long when it got hot. Agent had the patient examine the equipment for damage. Patient noted a little crack on the black cord near the paddle. The issue was not resolved. A replacement recharger was sent out. Agent had difficulty understanding patient during call. Agent called patient back to clarify the statement "leg was hurting" but was unable to get a hold of patient. Patient and their husband called back stating they are having a difficult time charging the implantable neurostimulator (ins) even after receiving the recharger replacement. Callers stated they have a hard time with connecting the stimulator and recharging equipment. When they are charging the recharge quality disappears completely. Patient stated they charged for a few hours yesterday and the implantable neurostimulator (ins) battery is still 'red'. Patient does not have a recharging belt. A replacement controller and belt was sent out. Patient did mentioned the implantable neurostimulator (ins) seems a bit tilted. Agent redirected patient to hcp to check the stimulator implant site if issues continue. Later, patient called back stating they received their replacement belt, but in the package with the belt, they received another case with a recharger in it, and no controller like they were supposed to receive. Patient confirmed they opened the case they received and looked in each component to ensure the controller was not inside. Patient repeated their leg had been hurting since last friday. Patient became slightly escalated and insisted they receive the controller they were supposed to receive, as well as a battery pack. Agent reviewed replacement process with the patient, but patient requested a battery pack be sent as patient services was "supposed to send me something and have not sent it yet." A replacement controller a nd battery pack was sent out. Patient called back in and reported after they had received their replacement equipment and their issue recharging had not resolved and their recharge quality would not remain consistent. Caller confirmed the implantable neurostimulator (ins) still looked a bit tilted. Agent reviewed to continue to attempt to recharge the implantable neurostimulator (ins) as the green light was still flashing and follow up with their managing hcp when they were back in town.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger; product ID 97745 serial# (B)(6), product type: programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their stimulator went out on them and were having difficulty charging their implantable neurostimulator (ins). The issue began sunday night. Patient mentioned they were out of town and their leg was hurting. Patient stated when they were trying to charge their implantable neurostimulator (ins), the recharger on it burns their back and the recharger got hot. Patient confirmed that there was no harm to their skin where the paddle got hot and patient stated they did not leave the recharger on for too long when it got hot. Agent had the patient examine the equipment for damage. Patient noted a little crack on the black cord near the paddle. The issue was not resolved. A replacement recharger was sent out. Agent had difficulty understanding patient during call. Agent called patient back to clarify the statement "leg was hurting" but was unable to get aholdof patient. Patient and their husband called back stating they are having a difficult time charging the implantable neurostimulator (ins) even after receiving the recharger replacement. Callers stated they have a hard time with connecting the stimulator and recharging equipment. When they are charging the recharge quality disappears completely. Patient stated they charged for a few hours yesterday and the implantable neurostimulator (ins) battery is still 'red'. Patient does not have a recharging belt. A replacement controller and belt was sent out. Patient did mentioned the implantable neurostimulator (ins) seems a bit tilted. Agent redirected patient to hcp to check the stimulator implant site if issues continue. Later, patient called back stating they received their replacement belt, but in the package with the belt, they received another case with a recharger in it, and no controller like they were supposed to receive. Patient confirmed they opened the case they received and looked in each component to ensure the controller was not inside. Patient repeated their leg had been hurting since last friday. Patient became slightly escalated and insisted they receive the controller they were supposed to receive, as well as a battery pack. Agent reviewed replacement process with the patient, but patient requested a battery pack be sent as patient services was "supposed to send me something and have not sent it yet." A replacement controller and battery pack was sent out. Later, patient called back in and reported after they had received their replacement equipment and their issue recharging had not resolved and their recharge quality would not remain consistent. Caller confirmed the implantable neurostimulator (ins) still looked a bit tilted. Agent reviewed to continue to attempt to recharge the implantable neurostimulator (ins) as the green light was still flashing and follow up with their managing hcp when they were back in town.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6); product type: recharger, was retuned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. Recharge antenna was noted frayed that the cable insulation was peeling away at donut end and wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97745 lot#/serial# (B)(6), revealed replaced broken/cracked rtm/power connector support causing connection/charge issues. Also replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.